Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump contained no medication. It was reported that a premature pump replacement occurred. The pump was "off" prior to the replacement. No medication was infusing through the pump. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. There were no known additional interventions. At the time of this report, the issue was resolved and the patient status was "alive-no injury". It was noted that the patient was taking oral baclofen at the time of the event. The patient's weight was asked but would not be made available. The patient had a medical history of cerebral palsy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the pump was not in the off state. It was reported that a pump alarm did occur. The patient had potential underdose and the empty reservoir alarm occurred. Service codes 235 and 236 were reported.